Manufacturer narrative:
6/27/97-supplemental report #1 submitted to FDA.

Event description:
During a vaginal hysterectomy procedure, the suture broke. The hospital reported that no patient injury had occurred.